Event description:
Pt was diagnosed as hyperbilirubinemia and placed in an isolette for treatment. After about 12 hours in the isolette, the infant's temperature was measured as 106.7 degree f by the attending evening nurse. Note: warning alarms did not go off. The infant's temperature was taken several times with several thermometers to verify that a high temperature existed. Next, the infant was removed from the isolette and antibiotic therapy was started. The temperature of the infant was reduced to 98.8 degree f and was thereby stabilized. Later, the infant was transferred to another facility due to the aforementioned high fever secondary to abo incompatibility. Initially, it was felt that the isolette had malfunctioned in some way, thereby causing the high infant temperature. The isolette was removed from svc and underwent equipment testing. No problems were noted despite efforts to recreate the incident. The isolette and its alarm was found to be functional. Upon interview of staff involved, the following was noted: 1. The evening nurse had discovered the infant's high temperature at 8:30 pm. A shift change had occurred at 8:00 pm. The day nurse had last recorded the infant's temperature as 99 degree f at 7:30 pm. 2. The day nurse had not followed proper bilirubin therapy procedures. The isolette was set at 98.8 degree f instead of 88 - 90 degree f as outlined in the phototherapy procedure. Secondly, the infant's temperature was monitored incorrectly. The ambient air temperature was used as the infant's temperature instead of properly using the probe or taking the temperature rectally. 3. The infant blood culture was negative. So the elevated infant temperature was not the result of bacteria. Given the above info and the fact an isolette temperature of 98.8 degree f can cause a high infant temperature, it was concluded that the incident occurred as the result of user error.